Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 22/aug/2019 and inspection of the unit was performed on 30/aug/2019 where the quality control inspector found the following: distal cap - fixed type failed seal integrity inspection. Primary operation channel resistance. Dust inside prism. Distal cap/ case cracked.. Image spots. Passed wet leak test. Passed dry leak test. Umbilical cable single buckled under pve root brace. Light carrying bundle distal cover glass middle chipped. Insertion tube mild crush at stage 1. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer on 24/sep/2019. Parts replaced: air/water tube. Deflector operating wire. Deflector staycoil. Operation channel. Light guide cable. Bending rubber. Objective prism assy. O-rings and seals. Distal case/cap. Deflector body link.